Event description:
The patient was reportedly experiencing poor performance with use the device and pain at the implant site with and without use of the external equipment. Extensive troubleshooting has been performed with replacement of external equipment. Testing showed that the device is functioning. The surgeon wants to re-implant the patient's device. Additional troubleshooting and programming changes are in process. The patient is being monitored.